Event description:
It was reported that the patient presented upon receiving a shock from their implantable cardioverter defibrillator. Upon further review, it was found that the shock was inappropriately delivered due to incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed. There were no patient consequences.